Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: e2, e3. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and parts are being ordered. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) touch panel is unresponsive.  There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.